Event description:
The customer reported infection while wearing the aligners. The treatment was discontinued. Medical intervention is required. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to infection. This event was previously reported un 3014658399-2023-00187. Current report is intended to correct section d. Suspect medical device, field 7a from "yes" to "no".